Manufacturer narrative:
The device has not yet been received to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).10173.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the arm on the acrobat-I stabilizer device was sticking during lateral movement. This device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.